Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she could not find the string on the tampon to remove the pledget from her vaginal cavity. She experienced a sudden uterine pain for approximately 10 minutes then bore down and felt the pledget inside her. She then sterilized a small forceps clamp with rubbing alcohol to remove the tampon. She bore down again and was able to manually remove the tampon pledget. Consumer stated when she removed the tampon it was completely upside down with the removal string at the top of the pledget instead. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.